Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is unknown.

Event description:
Related manufacturer report number: 1627487-2021-15130. It was reported that the patient was experiencing increase in pain after a car accident. Reportedly, patient's leads were showing invalid impedances. As a result, a surgical intervention occured wherein the whole system was explanted and replaced. Therapy was restored post op.